Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level and was treated with a glucagon shot by ems. Customer states that she was driving when she experienced the low blood glucose level. The ems pulled her over and treated her. Customer also reports that all her supplies were damaged by the hurricane. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.